Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. Once the device has been evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device failed rite functional test for therapy monitored volume during drain 1. The device passed rite electrical test. The device was found to not meet specifications for volumetric accuracy per rite testing; however, this would not have caused or contributed to the iipv found in the logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain - tidal ultrafiltration (uf) removal set too low (at 130 ml). A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume(iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on 16 feb 2011 during cycle 5. The programmed volume was 2000 ml with tidal volume %= 95% and ultrafiltration was 1663 ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported.